Event description:
Information was received indicating that a smiths medical cadd cassette reservoir had multiple champagne size bubbles after infusion starts. There was no patient, or clinical injury.